Event description:
Info received indicates the head support arm disconnected from the frame on the sleep deck.

Manufacturer narrative:
Repairs have not been completed to the bed. The customer's rental bed was replaced with a new bed.